Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the device evaluation results, the printed circuit board failure may have caused scope communication error b30. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The device has not been repaired in the past year. The reported event was caused by the printed circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error b30 was displayed on the monitor. The patient was not yet anesthetized when the reported event occurred. The device was used in combination with an olympus video scope gif-h170. The user replaced the device to another device and completed the intended procedure, gastroenteroscopy. The procedure was not delayed for more than 15 minutes. There was no report of patient injury associated with the event.